Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's mother also reported that they received a no delivery alarm. The customer's blood glucose was over 500 mg/dl at the time of the incident. The customer's blood glucose was 250 mg/dl at the time of call. The customer's blood glucose was 697 mg/dl at the time of hospitalization. The customer's mother stated that the no delivery alarm was resolved by an infusion set change. The customer's mother stated that they were wearing the insulin pump at the time of hospitalization. The date of the hospitalization was (B)(6) 2015. The insulin pump will not be returned for analysis.